Event description:
It was reported that a versacross access solution was selected for use during an atrial fibrillation (a fib) procedure. During preparation, once the mechanical guide wire was removed from the package, it was noticed fractured/kinked. Thus, a new kit had to be opened to complete the procedure. No patient complications were reported. The procedure was completed successfully.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.